Event description:
Per the clinic, the patient experienced an infection at the implant site with biofilm above the device (specific date not reported). Subsequently, the patient underwent multiple procedures to aspirate the biolfim on (B)(6) 2025. The patient was also treated with oral and IV antibiotics however, the symptoms did not resolve. The device was explanted on (B)(6) 2025.